Manufacturer narrative:
This product is a multi-pack which contains 4 break-off set screws. Although it is unknown if all the set screws led to the event, we are filing for notification purposes. Product analysis: visual and microscopic inspection confirmed the hex of the screw has been stripped. The metal deformation of the inner hex gives indication that the failure was the result of torsional overload. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre operative diagnosis: spinal canal stenosis procedure used: l3/4/5 oblique lumbar interbody fusion (olif), l5/s posterior lumbar interbody fusion(plif) l3/s; pedicle screw fixation(pps) levels implanted: l3/s it was reported that intra-op, after provisional fixation of the set screw, extender sleeve was placed at l5/s. Fulcrum was placed, and l5 set screw was loosened, and the compression was performed. The set screw of l5 idled when performing final tightening. It was replaced but the same issue occurred, so the screw was replaced along to deal with it. It seemed that the hex in the set screw was collapsed. The product came in contact with the patient. No patient complications were reported as a result of the event.